Manufacturer narrative:
(B)(4). This medwatch report is being voided as it is a duplicate of medwatch report # 2184002-2014-00001. Please see medwatch report # 2184002-2014-00001 for all information regarding this event.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted with concurrent lysis of adhesions. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.